Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
Follow-up information was provided by the rn team lead at the user facility who revealed that the patient's admit date to the fresenius clinic was (B)(6) 2013.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The complainant at the user facility reported that the patient was setup with the wrong dialyzer. The hemodialysis (hd) treatment was stopped, and the blood within the extracorporeal circuit was not rinsed back. The patient's estimated blood loss (ebl) was noted as being approximately 150 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. No damage to the dialyzer or its packaging was observed or identified. The only 'issue' was that the patient was set up with the incorrect type of dialyzer by the nurse. The patient's treatment was stopped, the dialyzer was switched to another manufacturer's device, and then the hd therapy was continued and successfully completed without issue. Follow-up was received which revealed that the patient noted a prior sensitivity during their intake at this user facility. Therefore, another manufacturer's dialyzer product has been used for all hd treatments performed at their user facility. The dialyzer was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.